Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 14f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the prostyle device got stuck and the foot plate did not retract even though the lever was returned to its original position. It was thought the device was too deep in the artery and was stuck in the calcification. Surgery was performed to remove the prostyle device. The sheath was maintained at 14f and the tavi procedure was completed. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. The patient was discharged two days later as planned. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.